Event description:
Pt had triple lumen central line placed. Tension pneumothorax. Cardiac arrest and expired. Chest tube was placed with return of pulse. Pt expired after being made do not resuscitate.